Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ventricular lead noise was observed during a routine follow-up device check in clinic. Noise was reproducible when the patient pushed hands together. Patient was asymptomatic throughout the event and will continue to be monitored.